Event description:
It was reported and through investigation that a patient with a 27mm 7300tfx mitral valve underwent a valve-in-valve procedure after an approximately implant duration of 7 years, 7 months due to thickened leaflets with stenosis with a mitral gradient (mg) of 16 mm hg. The patient presented with shortness of breath. The patient underwent tmvr with a 26mm 9755rsl transcatheter valve. The patient was stable at the end of the procedure.

Manufacturer narrative:
Updated sections: b5, b7, g3, g6, h6 health effect - clinical code.

Manufacturer narrative:
Updated sections: b5, b7, d6a, g3, g6, h6 device code(s), and type of investigation. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
It was reported and through investigation that a patient with a 27mm 7300tfx mitral valve underwent a valve-in-valve procedure after an implant duration of 8 years, 3 months due to degeneration with, thickened leaflets with 3-4+ regurgitation, stenosis. The patient presented with shortness of breath. The patient underwent tmvr with a 26mm 9755rsl transcatheter valve. The patient was stable at the end of the procedure.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve underwent a valve-in-valve procedure after an approximately implant duration of 7 years, 7 months due to thickened leaflets with stenosis with a mitral gradient (mg) of 16 mm hg. The patient underwent tmvr with a 26mm 9755rsl transcatheter valve. The patient was stable at the end of the procedure.

Manufacturer narrative:
Updated sections: g3, g6, h6 investigation findings, and investigation conclusions. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years, hyperlipidemia (hld) and diabetes mellitus (dm).